Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: . H6: proposed component (annex g) code is mechanical (g04) - impactor visual examination of the returned product identified signs of repeated use (nicked and gouged). The weld that connects subcomponents 00595199004 and 00595199002 has fractured. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Device has a potential field age of 12 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee procedure, the top surface of the impacting instrument came loose during impaction of the tibial component. The device fractured in two pieces but all pieces were accounted for. There was no surgical delay or impact to the patient. It was reported that no further information is available.